Event description:
It was reported this patient received 70 inappropriate shocks due to lead noise, high impedance was also observed. It is unclear if this lead was capped or explanted on (B)(6) 2018. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.